Event description:
It was reported that when the physician opened the lead kit, the end of the lead had a significant bend in it. The physician opted not to use the relevant lead and used another one for implantation. The bent lead was sent back for evaluation.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory (B)(4). Analysis of the lead (model#: 3389s-40, lot#: va0074j) found no anomaly. No shorts between circuits were detected. Analysis of the stylet (model#: unknown, serial/lot#: unknown) found it to be bent 3.0 centimeters from the distal end, new out of the box.

Manufacturer narrative:
(B)(4).